Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, ic8758 had no problems with reading eeprom from pump simulator or a demo/service pump. An attempt to run a demo/test impella 5.5 pump on ic8758 was unsuccessful (motor current high alarms, and pump speed deviation alarm), but same pump ran successfully on a known-good engineering console. There was no evidence of corruption of either epm or pmd firmware, therefore any issues were dissimilar to those occurring during the case. Nevertheless, it's recommended for the impellatronic assembly to be replaced as a precaution. Therefore, the root cause of the shutdown issues was due to the(calculator process crash) was not determined, as the exact symptoms were not reproduced. The impellatronic assembly was replaced and a functional check was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. During support, an automated impella controller (aic) lost power upon pump transfer from a previous console. The issue was resolved with a new console. There was no harm to the patient and support continued.